Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 840 ventilator had a blank screen and the ventilator was inoperable. Although requested, it is unknown if the patient was transferred to another ventilator. The patient was not harmed or injured as a result of the event.